Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was use error, tidal total ultrafiltration (uf) removal set too low. Homechoice automated peritoneal dialysis (apd) systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:51:35. During night drain cycle three, the patient's ultrafiltration reading was 1862ml, indicating the home patient (hp) drained 1762ml more than their maximum programmed fill volume of 2000ml. No additional information is available.